Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical investigation of the device could not be performed. The likely cause for the reported supraventricular tachycardia could not be determined. There was no ivl device malfunction reported with the adverse event. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave m5 plus peripheral intravascular lithotripsy (ivl) catheter was used to treat an above the knee lesion located in the superficial femoral artery (sfa) and popliteal artery. During the ivl treatment, it was noticed that the patient had gone into supraventricular tachycardia (svt). After the physician stopped the procedure, the patient's sinus rhythm returned to normal. There was no ivl device malfunction reported with the adverse event.